Manufacturer narrative:
(B)(4) this report is for use error - reuse of single-use product where the user reused the same supplies. The instructions listed in the patient at home guide for the homechoice device state "discard the disposable set and all solution bags at the end of therapy. Possible contamination of the fluid or fluid pathways can result if disposables are reused. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death." Patients are warned to not reconnect solution bags and are instructed not to replace empty solution bags or reconnect disconnected solution bags during their therapy. If a bag becomes disconnected during their therapy, they are instructed to follow the end therapy early procedure. The root cause code is undetermined because even though the use error was identified, it is undetermined why the disposable was reused. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that in order to resolve the unrelated issue the care giver (cg) replaced only the heater bag during fill cycle of the therapy, while the home patient (hp) was connected to the homechoice (hc). The technical service representative (tsr) explained the reason why the bag should not be disconnected from the line and replaced during the therapy. The tsr assisted the cg with ending the therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.